Event description:
I used the virulite device as instructed on my upper lip twice on (B)(6) 2019 at about 9am and 7pm. I woke the next day with severe burn from the bottom of my nose to the top of my lip. My cold sore had spread across my top lip and to my bottom lip. The burn extended into my right nostril. FDA safety report ID # (B)(4).